Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on bus and none of them will open or recover it stated, "required maintenance". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) found that the latch block for matrix drawer 1 had been broken by the bd installation team. The fse replaced the latch block, and the drawer was able to lock properly. The system functioned as intended after the field service engineer repaired the device.